Event description:
During a guided implant placement procedure, the surgeon inadvertently stepped on the chair pedal, causing the chair to rise. Patient's tongue was lacerated by the bur in the handpiece. Stitches were applied to patient's tongue. No further injury was reported as a result of this event.

Manufacturer narrative:
Correction: g3.

Manufacturer narrative:
UDI related data quality updates only. Updates based on UDI/MDR data quality notification received on december 13, 2024.